Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in 2007 in the patient's right (od) eye. After the lens was implanted, the surgeon repositioned the lens. The lens was explanted in 2008, due to inadequate vaulting and the icl having decentered, creating glares and haloes. The lens was exchanged for a longer lens. The patient's best-corrected visual acuity at present is 20/25, with very-slight hyperopia. The surgeon felt the cause of the inadequate vaulting was due to possible mismeasurement of the white-to-white.

Manufacturer narrative:
Eval results - other: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval. Conclusions - (no device failure): at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl if the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault.